Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer, for the past two months, experienced low blood glucose levels. At night, his blood glucose levels would range from 40 mg/dl to 60 mg/dl. The insulin pump did not go into threshold suspend or alarm the customer of his low blood glucose level. He corrected his blood glucose level with four glucose tablets; eating peanut butter, yogurt, or granola. The product was not returned. Nothing further to report.